Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump during a bolus setting. Customer was advised to take correction from an insulin pen and revert to a back-up plan. The pump was not bumped, dropped, or exposed to moisture. Customer stated that the infusion set is changed every 1-5 days. The pump will be replaced.